Manufacturer narrative:
Device evaluation summary; the guide was returned for analysis. Deformation was visible to the inner curve of the guide tip. The tip deflected on rotation of the control knob. Material delamination was visible inside the tip. Deformation of the c-marker and braid wire was observed inside the tip. Fluoroscope imaging confirmed the c-marker has moved from its original position in the tip. Film evaluation summary; the reported guide catheter damage of the ¿c¿-marker was confirmed; however, the exact cause could not be determined from the films returned. Review of pre-implant CT¿s revealed that the patient had a 6cm max diameter x 8cm length taa located just past the arch within the proximal section of the tortuous descending thoracic aorta. Along the arch between the lsa and start of the taa the thoracic was gradually curved ~50°. However, several cm¿s distal to the taa the thoracic was acutely angulated medially ~90°, and then 9cm further distally was seen angulated 50° inferiorly down to the celiac artery. Review of angiograms during implant revealed that a valiant navion had been implanted in the patient. The films showed that the distal 2 or 3 stent graft rings had been implanted across the 90° acutely angulated section of the thoracic, and 5 endoanchors had been placed around the perimeter of the stent graft distal od and into the thoracic aorta. Near the implanted anchors, the guide proximal radiopaque ¿c¿ marker appeared mis-aligned and likely damaged within the catheter as it had pivoted/angulated toward the distal end of the apparently undamaged straight radiopaque marker. No guide deflection issues were observed. An applier with endoanchor was seen attempting to be advanced through the guide, but was unable to cross past the damaged ¿c¿-marker. The status of the support ring near the ¿c¿ marker is unknown as it was not clearly visible via the films. Analysis of the returned films did not reveal any anatomical or device characteristics that could explain the observed event. Images during implant of the stent graft(s) and 5 endoanchors implanted prior to the reported event were not seen in the returned films. It is possible that this event may have initially occurred during implant of one or more of the five (5) implanted endoanchors, which were reported as all successfully implanted. In addition, only the distal segment of a single implanted stent graft was seen and no contrast runs were shown in the returned films, which all limited the extent of the film review. It is possible that implanting into the angulated section of the distal device/thoracic with over-deflection of the guide, or possibly over torqueing the guide with the tip deflected leading to a kink, are all potential contributors to this guide catheter damage event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Off-label use: heli-fx implant with ous navion. Film evaluation summary: the reported guide catheter damage of the ¿c¿-marker was confirmed; however, the exact cause could not be determined from the films returned. Review of pre-implant CT¿s revealed that the patient had a 6cm max diameter x 8cm length taa located just past the arch within the proximal section of the tortuous descending thoracic aorta. Along the arch between the lsa and start of the taa the thoracic was gradually curved ~50°. However, several cm¿s distal to the taa the thoracic was acutely angulated medially ~90°, and then 9cm further distally was seen angulated 50° inferiorly down to the celiac artery. Review of angiograms during implant revealed that a valiant navion had been implanted in the patient. The films showed that the distal 2 or 3 stent graft rings had been implanted across the 90° acutely angulated section of the thoracic, and 5 endoanchors had been placed around the perimeter of the stent graft distal od and into the thoracic aorta. Near the implanted anchors, the guide proximal radiopaque ¿c¿ marker appeared mis-aligned and likely damaged within the catheter as it had pivoted/angulated toward the distal end of the apparently undamaged straight radiopaque marker. No guide deflection issues were observed. An applier with endoanchor was seen attempting to be advanced through the guide, but was unable to cross past the damaged ¿c¿-marker. The status of the support ring near the ¿c¿ marker is unknown as it was not clearly visible via the films. Analysis of the returned films did not reveal any anatomical or device characteristics that could explain the observed event. Images during implant of the stent graft(s) and 5 endoanchors implanted prior to the reported event were not seen in the returned films. It is possible that this event may have initially occurred during implant of one or more of the five (5) implanted endoanchors, which were reported as all successfully implanted. In addition, only the distal segment of a single implanted stent graft was seen and no contrast runs were shown in the returned films, which all limited the extent of the film review. It is possible that implanting into the angulated section of the distal device/thoracic with over-deflection of the guide, or possibly over torquing the guide with the tip deflected leading to a kink, are all potential contributors to this guide catheter damage event. A device issue cannot be ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used prophylactically in the endovascular treatment of the patient in conjunction with a valiant navion stent graft device. It was reported that the physician was using the endoanchors with the navion device outside of IFU for distal fixation and that the first 4 endoanchors were deployed without issue. It was observed on retraction of the heli-fx applier after the deployment of the 5th endoanchor, that the "c" radiopaque marker on the heli-fx guide was bent distally towards the inside of the catheter. It was reported that the physician tried to insert the applier to deploy more endoanchors but that it couldn't pass over the "c" marker on the guide and so another hg-18-90-32 was then used to successfully complete the procedure. As per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.